Event description:
Caller (customer is a child) reported the customer's omnipod system, when used with adc blood glucose test strips, provided readings perceived to be erratic. Caller reported the customer's blood glucose was checked by her teacher and a reading of "more than 500 mg/dl" was obtained. The teacher treated the customer with insulin and a subsequent reading of 200 mg/dl was obtained, followed by readings of 300 mg/dl and then 112 mg/dl. Caller additionally reported a reading of 24 mg/dl was obtained, but it is unknown how much time elapsed between readings. Customer's teacher administered glucose tablets to the patient and no additional third-party medical intervention was reported. Blood glucose readings of "over 500 mg/dl", 200 mg/dl, and 300 mg/dl are indicative of hyperglycemia and are not inconsistent with the reported treatment of insulin. Additionally, a reading of 24 mg/dl is indicative of hypoglycemia and is not inconsistent with the reported treatment of glucose. There was no death or serious injury associated with this event.

Manufacturer narrative:
The freestyle test strip lot that is referenced in this MDR is unknown. However, the freestyle system may be associated with an on-going recall. The FDA was informed of the field action per 21cfr806 (recall number 2954323-02/07/14-001-r) and affected consignees were notified by letter beginning february 19, 2014. Adc has identified that all non-applied voltage legacy blood glucose meters (0mv) may produce erroneously low blood glucose readings in the parkes error grid c or d zone that could potentially affect clinical outcome when used in conjunction with freestyle test strip lot within expiry. This issue only occurs when freestyle or freestyle lite blood glucose test strips are used with freestyle, freestyle flash blood glucose meters and the freestyle blood glucose meter built into the omnipod insulin management system and freestyle navigator. Note: the test strip lot number is unknown, therefore the device manufacturer date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.